Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon ruptured. The lesion was located in the iliac artery. The physician inflated the wanda pta balloon dilatation catheter an unspecified number of times to 12 atms, however, the balloon ruptured. The procedure was completed with an unspecified device. No patient complications were noted and the patient's status was reported as "fine". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The device was disposed of by the hospital. Therefore, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context, as the device performance was limited due to anatomical and/or procedural factors. (B)(4).